Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 120 units, and the insulin gauge displayed 39 units. The customer declined to reload the cartridge and will continue to monitor the insulin gauge. The customer's blood glucose level was 152 mg/dl.